Manufacturer narrative:
A getinge field service engineer (fse) found that the system was showing empty battery status even though unit was kept on. Fse checked battery voltage and found to be ok. Fse reconnected all connection of power supply assembly. System started showing the battery status bar. Unit kept on pumping for than an hour. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. Fse recommended to replace batteries.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was showing empty battery status bar even after keeping it on charging for more than 12 hrs.. There was no patient involvement.